Manufacturer narrative:
Per the clinic, the abutment was changed under a general anaesthetic on (B)(6) 2020. This report is submitted on march 2, 2020.

Event description:
Per the clinic, the abutment was changed under a general anaesthetic on (B)(6) 2020.

Event description:
Per the clinic, it was reported that the patient presented to ER with an open wound with discharge at the implant site and was subsequently treated with a course of antibiotics for a duration of 10 days.

Manufacturer narrative:
This report is submitted on october 21, 2019, by cochlear ltd.

Event description:
It was reported that the recipient experienced infections(unknown date). Cochlear has requested the clinical notes and ER notes to gain more information. There is no surgery date scheduled as of the date of this report, october 21, 2019.